Manufacturer narrative:
The device passed all post sterile inspection checks. The root cause of vascular damage and gi bleed cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced gastrointestinal bleeding. The patient was transfused one unit of red blood cells and heparin was withheld. The patient was eventually successfully bridged to a durable left ventricular assist device and the impella 5.5 was explanted.